Event description:
It was reported that keytruda leaked from between the bd phaseal¿ protector p14j and vial during use while trying to aspirate the solution into a syringe. The following information was provided by the initial reporter, translated from japanese to english: "when trying to mix using p14j, the hcp could not aspirate the solution (keytruda) into a syringe. The hcp felt something wrong and inverted the vial, and then the solution leaked from the gap between the vial and the protector. The hcp thought that he/she had attached it upright."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: one sample was returned to our quality engineer for investigation. The product was visually inspected, no issues were observed on the protector membrane, the protector was noted to have penetrated the stopper of the vial off center and the protector needle was detached. Functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue, however, a leak between the protector and vial was observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. A device history review was performed for lot 2001122, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Based on our investigation it appears the leakage was a result of the protector being connected to the vial at an incline, causing the needle to detach and likely resulting in the leakage that was observed. The protector must be attached completely vertical when attaching onto the vial. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that keytruda leaked from between the bd phaseal¿ protector p14j and vial during use while trying to aspirate the solution into a syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "when trying to mix using p14j, the hcp could not aspirate the solution (keytruda) into a syringe. The hcp felt something wrong and inverted the vial, and then the solution leaked from the gap between the vial and the protector. The hcp thought that he/she had attached it upright."